Event description:
It was reported that at the user facility the device was not running in the correct mode; it would switch to forward when in reverse mode. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility, the device was not running in the correct mode; it would switch to forward when in reverse mode. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a stack up issue was identified between the trigger and the handle, which can lead to the reported event.